Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 05-oct-2023. The device evaluation was completed on 12-oct-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and blood leaked from the hemostatic valve when the ablation catheter was removed from vizigo¿ after the procedure. The hemostatic valve itself was not broken. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. The procedure was completed without any problems. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a bent mark in the middle of the shaft; however, no anomalies were detected in the hemostatic valve. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed, and no leakage, air, or bubbles were observed. Device history record was performed for the finished device 60000139 number, and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was not confirmed as the device was returned without detectable damage. The root cause of the damage observed in the shaft could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07)/ investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent mark in the middle of the shaft that was observed during product investigation. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the hemostatic valve leak. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and blood leaked from the hemostatic valve when the ablation catheter was removed from vizigo¿ after the procedure. The hemostatic valve itself was not broken. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. The procedure was completed without any problems. No adverse patient consequence was reported.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).